Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was not returned for investigation. Thus, visual inspection could not be performed. Functional inspection of the component during a preventative maintenance visit by the service team found that the bone pin was bent. A review of the device history records (DHR) showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 3 prior similar events. A relationship, if any, between the subject device and the reported event was confirmed. The malfunction was likely due to mechanical component failure. Factors that could have contributed to the reported event include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient's bone is harder than normal.

Event description:
It was reported that during annual preventive maintenance, it was noticed that the bone screw was bent when it was placed into tibia (sawbone).